Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694758 implantable defib lead 2011 (B)(6). (B)(4).

Event description:
It was reported that non-physiologic cycle lengths, twave oversensing and varying impedance was observed on the right ventricular lead. It was also reported that varying impedance was seen on the atrial lead. Both leads remain in use. No patient complications have been reported as a result of this event.